Event description:
The bipap a30 ventilator was returned to the third-party service center for evaluation. There was no patient involvement, and no harm or injury reported. On device evaluation, a ventilator inoperative error code e-46/47 was noted to have occurred indicating the central processing unit (cpu) cannot communicate with the flow sensor using 12c bus and the central processing unit cannot communicate with the pressure sensor using spi bus. The printed circuit board assembly required replacement to address this issue. There were no foam particles found inside the device. The device will be scrapped as per customer request. The device will be included in the fsn 2023-cc-src-039.